Event description:
I had essure placed (B)(6) 2009. One year later I was having terrible abdominal pain. A cat scan showed that it had migrated through the uterine wall and was sticking out the other side. It was in a place that they did not feel could be removed with a scope. I ended up having a open abdominal hysterectomy. I was off work for 8 weeks recovering. I talked to a lawyer then, (B)(6) 2010. They said there was not other lawsuits at that time but told me to keep the info because it may come to court later.